Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred; due to blockage in the tubing. The customer's blood glucose (bg) ranged 353 mg/dl to "high." The customer performed a supply change to address the issue but declined to troubleshoot the high bg.